Event description:
The event occurred in china. It was reported that on (B)(6) 2026 a blood leakage at the arterial luer lock of the sampling line of the be-hls 7050 set was noticed. The customer immediately replaced the hls set with a new one. The set was primed and connected to the patient on (B)(6) 2026. No leakage was noticed during the priming process. No harm to any person has been reported. Due to the reported blood leakage during patient use and the exchange of the hls set a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.